Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vented high-volume inlets had small water droplets inside the needle packaging. The issue was noticed prior to patient use. There was no patient involvement. No additional information is available.